Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had audio anomaly. Customer's blood glucose level was 10.8 mmol/l. Customer reports there was no vibration at all. Customer states vibration mode set on. Customer states insulin pump did not vibrate during the vibrate test portion of the self test. Customer advised the pump will need to be replaced. Advised to discontinue use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. The vibrator did vibrate when it was supposed to during the self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. (B)(4)